Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an intramedullary fixation of proximal femur fracture with trochanteric fixation nail (tfn) on (B)(6) 2018. During the procedure, the helical blade coupling screw was broken into two separate pieces and the helical blade inserter was mangled. The procedure was successfully completed. There were five (5) minutes surgical delay reported. The patient outcome was stable. When the devices were received and inspected by the manufacturer, it was noted the helical blade inserter was broken. Concomitant related products: trochanteric fixation nail (part/lot unknown, quantity 1); helical blade (part/lot unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: incorrect date was reported in initial report, mwr-04062018-0000122496. Corrected date was reported incorrectly in mwr-21062018-0000135692. Correct date should have been may 30, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information: a device history record review was performed for the subject device: part number: 357.372, synthes lot number: 6028177, supplier lot number: n/a, release to warehouse date: 18-nov-2008, expiration date: n/a, manufactured by (B)(4), no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A manufacturing investigation was performed for the subject device: complaint condition: it was reported that the patient underwent an intramedullary fixation of proximal femur fracture with trochanteric fixation nail (tfn) on (B)(6) 2018. During the procedure, the inserted handle (the helical blade inserter) was mangled during the case. The helical blade inserter (part: 357.372, lot: 6028177, mfg: 18-nov-2008) was received with the reported condition of ¿broken pre/post op: rm.¿ service & repair evaluation: the device was initially received at service and repair and the evaluation was as shown below: the repair technician reported the handle of the inserter was scratched and damaged, and the pin hole was damaged. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Customer quality investigation: the following investigations were performed: damage (visual, appearance not as expected): visual inspection performed at customer quality observed that the handle portion of the inserter proximal to the connecting screw was badly damaged with significant deformed and bent edge portions. Also, minor gouged portions were observed on overall handle surface. Additionally, the cannulation edge in the connection screw was slightly rounded. Furthermore, the aligning guide pins on the guide shaft were observed to have slightly dented surfaces which could possibly the result of a hammer strike. No new issues were identified in the remaining portions of the device that would impact the device functionality. The complaint description agrees with the complaint condition. However, no breakage was identified. Drawing review: relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for helical blade inserter 357_372, guide shaft 357_372_1_1, alignment indicator 357_372_3and handle drawing 357_372_2, to no design issues or discrepancies were noted. Dimensional analysis performed at the handle diameter proximal to bent portions measured the outer diameter as 24 mm (ca 814) that falls in specification of 24 mm to 24.2 mm based on 357_372_2. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. While no definitive root cause could be determined, based on the visual inspection it was noted that the handle was subjected to excessive hammering. Therefore, it is likely the unintended forces encountered by the device during usage could have contributed to this badly deformed handle condition. During the investigation, manufacturing issues or discrepancies were observed that may have contributed to the complaint condition no product design or based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an intramedullary fixation of proximal femur fracture with trochanteric fixation nail (tfn) on (B)(6) 2018. During the procedure, the helical blade coupling screw was broken into two separate pieces and the helical blade inserter was mangled. The surgeon had to remove helical blade and improvise on re-inserting helical blade. This is where damage occurred to inserted handle. The procedure was successfully completed. There were five (5) minutes surgical delay reported. The patient outcome was stable. When the devices were received and inspected by the manufacturer, it was noted the helical blade inserter was broken. Concomitant related products: trochanteric fixation nail (part/lot unknown, quantity 1); helical blade (part/lot unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Date rec'd by MFR: the incorrect date was reported inadvertently on initial medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Reporter email address is unknown. Code 3191 used to capture surgical delay of five (5) minutes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.